Event description:
It was reported that rn placed a call to the hot-line because they were having trouble with the intra-aortic balloon pump (iabp) in cath lab. The cardiovascular (cv) technician would place iabp on transducer and it would constantly return to fiberoptic. Patient (pt) has multi-vessel disease and a 30 cc fiberoptic catheter was placed. Patient is in sinus rhythm and stable with an ejection fraction of 40%. Cv tech stated that they tried to place a fiberoptic catheter in pt and got error messages, but did not have time to change catheter or pump so, they placed catheter and were trying to use the transducer waveform. Iabp would constantly switch back to fiberoptic. The clinical support specialist (css) asked if they had a waveform with fiberoptic and he stated that it was not very good. Css told cv tech that iabp was seeing a waveform, but that his waveform may not look good because catheter was not zeroed; we could calibrate fiberoptic. Css asked cv tech "what the map was from the transducer" and then we tried to calibrate fiberoptic. When we tried to calibrate, iabp would not accept calibration and pressure readings were still incorrect and waveform was poor. We tried a second calibration, but again iabp would not accept calibration. Css had cv tech press "home" and "show status." The fiberoptix sensor (fos) status was reading temperature limit (tl). There was nothing covering the left side of iabp where fiberoptic board is located. Css asked cv tech if iabp had been plugged in prior to using it and cv tech stated they always keep iabp plugged in when it is not in use. Css explained that there may be a problem with fiberoptic board on iabp. Css asked if they had another iabp and would like to connect fiberoptic to it and do a calibration; cv tech then got a second pump. At this time, css had the cv tech connect fiberoptic to second iabp (s/n (B)(4)) and were able to get pressure readings to correlate to transducer readings. Now cv tech stated timing looked early. Css asked cv tech if he was looking at the transducer waveform or fiberoptic. Cv tech stated it looked early on both. Css explained timing might look early on the transducer compared to fiberoptic since the transducer was a delayed signal and fiberoptic was real time. Cv tech seems "unsure of that." Css stated that cv tech could measure from peak of systole on an arterial pressure wave without iabp and then measure against peak of systole to balloon inflation. If there were the same, timing was appropriate. Css asked for a fax of the timing. Cv tech stated that he would send a fax and css could call the unit and talk with the staff. Css received fax and it was very poor. They had the wrong paper in printer and waveforms were difficult to assess. Cv tech sent a strip of 1:1 assist. Css spoke with rn in ICU and pt is stable. Css asked rn to fax a strip of 1:2 assist to check timing. When css received strip, it was still difficult to assess, but inflation did appear to be too early. Trigger is pattern and ECG complex is biphasic, trigger appears to be occurring too early. Css advised rn that they could try and reposition ECG leads and find a more monophasic complex or put iabp in "operator" mode and do timing and remain in operator mode. Rn state they would see what they could do. At 2pm, mdt css returned a call to rn to see how things were going and rn stated they had repositioned ECG electrodes, complex was ore monophasic now. Rn stated she was happy with timing in autopilot and fiberoptics were working fine. Rn had gone to operator mode to see if she could make it any different. She stated that autopilot mode was as good as her timing, so she went back to autopilot. Css then reminded rn they had the wrong paper in the recorder and rn stated they put the thermo-paper in the recorder, but that it did not print, so they went back to the lined paper. Css asked if she had turned the roll of paper over since some thermo-paper have thermo on the inside and some on the outside. Rn stated they had tried the roll of paper both ways and it still would not print. Css told rn that they may want to flag this iabp and have biomed check the printer out when they are done using it.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.